Manufacturer narrative:
H6 code of e2402 was chosen to capture the event of a bezoar. Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Healthcare professional reported that the patient was hospitalized for one day for nausea, abdominal pain, unable to mobilize peg tube, and shortening of peg tube (5 cm) with tension pulling on tube. Unknown imaging was performed, "findings: strong suspicion of bezoar". The status of the device is unknown.